Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2021-18333. It was reported that the patient experienced ineffective therapy due to lead fracture. Reportedly, the patient experienced the issue following a fall. As such, surgical intervention took place on (B)(6) 2021 wherein the lead was explanted and replaced addressing the issue. Reportedly, therapy was restored post operatively. It is unknown which lead was explanted due to fracture. Hence, both leads are being reported.